Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID pnma01411a004, product type: recharger.

Event description:
Additional information was received from the patient. It was reported that the patient continued to have trouble charging with poor coupling and was taking too long to charge. The patient stated she had been sitting for 45 minutes and it had not increased. The patient reported she was seeing the charging screen but had zero boxes shaded. Troubleshooting included repositioning the antenna over the ins and to ensure that the belt was positioned properly. The patient was able to get 4 boxes after putting it on the skin and repositioning. Patient services offered to walk the patient through turning the dial and antenna locate and the patient declined, stating she did not want to risk losing the 4 boxes. The patient further reported she doesn¿t use the belt because it doesn¿t stay hooked. She just wraps the belt around a chair and presses her body against that. Adhesive discs will be sent to the patient to see if that helps improve recharging. It was recommended the patient watch antenna placement to improve coupling. The patient asked if she could see a chiropractor and activity restrictions were reviewed. No further complications were reported or anticipated. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were constantly trying to find the right spot to charge their implant, and noted that they were in the wrong spot. The patient stated that the found out about using adhesive discs, and that their issues with poor coupling and difficulty recharging have been resolved. The patient¿s weight at the time of the event was (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had always charged with 0 coupling bars. An antenna locate was performed which resulted in 4 bars being filled. The patient noted seeing the poor coupling screen at the end of troubleshooting. Best recharging practices were reviewed with the patient and she was told she could call back to troubleshoot again or request in person assistance at her healthcare professional¿s office. No symptoms were reported.